Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into an off-label insertion site, on (B)(6) 2026. On (B)(6) 2026 at approximately 11:00 am, the patient began experiencing nausea while cgm readings indicated glucose levels between 100-150 mg/dl. No fingerstick blood glucose (fsbg) measurement was obtained at that time, as the cgm readings were believed to be accurate and the nausea was attributed to medication taken earlier that morning for a sinus infection (one tablet of acetaminophen 615 mg). The patient was using a tandem t:slim x2 insulin pump at the time of the event. The patient continued using the same cgm sensor, which remained within the 100-150 mg/dl range until approximately 4:00 pm. At around 4:00 pm, the patient began vomiting. An fsbg measurement was then performed by the patient¿s mother, which showed a glucose level of 585 mg/dl, while the cgm reading at that time was 135 mg/dl. A ketone test was conducted using a ketone meter, yielding a result of 2.8. The patient was transported by her mother to the emergency room (ER); no medications were administered prior to transport. The patient arrived at the ER at approximately 5:15 pm, where a blood glucose test was obtained; however, the parent was unable to recall the result. The patient was treated with one tablet of zofran for nausea and received intravenous (IV) fluids. Another fsbg measurements included 356 mg/dl at 7:45 pm and 297 mg/dl at 9:15 pm, with a ketone level of 3.3 measured at 9:15 pm. During this period, the patient¿s cgm readings were reported but the specific glucose range was not recalled. No insulin was administered until approximately 11:00 pm, at which time the patient received IV insulin and was advised of possible diabetic ketoacidosis (dka). The patient was transferred by ambulance to a children¿s hospital, where the IV insulin infusion was continued during transport. At the children¿s hospital, no additional medications were administered, and the patient remained on IV insulin. An fsbg measurement was obtained; however, the parent was unable to recall the result. The patient was discharged on (B)(6) 2026 at approximately 3:00 am. At the time of reporting, the parent stated that the patient was doing well and feeling fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.